Event description:
It was reported that the bd alaris pump module infusion set experienced flow issues. The following information was provided by the initial reporter: lipids would not filter through while priming filter.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris pump module infusion set experienced flow issues. The following information was provided by the initial reporter: lipids would not filter through while priming filter.

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint that the filter occluded could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2202-0007 because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.